Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent orif surgery with pfna-ii xs nail, blade, locking screw. Infection was discovered around the implants on the night of (B)(6)2023, so the implants were removed the following day on (B)(6), and the infected area was excised. It was confirmed that bone union at the fracture site had been achieved. The surgeon opined that since it had been one and a half years since the implant was inserted, he did not think the infection was caused by the implants. The surgeon noted that the patient had diabetes and dementia, which could have been difficult to manage, and was also quite thin. No further information is available. This report is for one (1) pfna-ii blade l85 tan. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4, h6 a manufacturing record evaluation was performed for the finished device product code#:04.027.052s. Lot #:48p2400. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23/03/2020. Manufacturing site:jabil bettlach. Expiry date:01/03/2030. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.